Event description:
It was reported that the delrin ball is missing from the latch mechanism of the aseptic battery housing and have potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the delrin ball is missing from the housing, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing from the housing. Device was placed in parts retention.